Event description:
The manufacturer received info alleging a bipap avaps was alarming and would not always turn on. The pt was reportedly admitted to the hospital for increased carbon dioxide levels.

Manufacturer narrative:
The device was evaluated by the manufacturer's service center. The manufacturer confirmed the customer's complaint of the device alarming and not always turning on. The tech found an error within the device's error log system. The device was found to have a faulty pca (printed circuit assembly). The pca was replaced to correct the issue.